Event description:
Patient underwent primary tkr on (B)(6) 2022 where an attune ps rp was utilized. Patient has presented with ongoing knee pain and effusion. On examination it appeared that the joint was somewhat loose and unstable. A decision was made to undertake surgery to establish the issue (instability vs loosening etc) on opening the joint ((B)(6) 2022) the components were well fixed. The knee appeared to be universally loose throughout the range of motion. A decision was made to upsize the poly from a 6mm poly to a 10mm poly. The joint appeared to be significantly more stable. The patient is a large patient and had good rom post index surgery. No infection was evident. Palacos cement was utilised at time of primary surgery. Did the patient experience a post-op device malfunction? No. Did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Yes. Did the patient require revision surgery or hardware removal? Yes. Facility name of original implant: (B)(6). Was device explanted? True. Hardware/explant removal due to: pain due to instability. Did patient require revision surgery? True. If yes, date of revision surgery. (B)(6) 2022. Reason for revision surgery: pain. Patient status/ outcome / consequences. Patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Pain. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Is the patient part of a clinical study unknown. (B)(6). Device property of: none, device in possession of: none. (B)(6). Device property of: none. Device in possession of: none. (B)(6). Device property of: none. Device in possession of: none. (B)(6). Device property of: none. Device in possession of: none. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst.: true.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received. A. What is the affected side involved in this event? Left knee. B. You mentioned, that the knee appeared to be "universally loose" despite all components being well fixed. Was this laxity in the joint, due to the poly only? Yes, implanting a thicker poly (+4mm) tightened up the knee throughout the rom.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary :no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot :the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.